Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed via returned device analysis and was the result of observed tears in the silicone valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported leak appears to be related to observed tears in the silicone valve; however, a definitive cause for the tear in the silicone valve could not be determined. There is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. When inserting the mitraclip delivery system (cds), into the steerable guiding catheter (sgc) a leak was noted in the sgc hemostasis valve. The devices were removed, and the sgc was replaced. One clip was implanted, reducing mr to 1-2. No additional information was provided regarding this issue.